Manufacturer narrative:
Healthcare professional (B)(4). Investigation results: a fuse c38s slim colonoscope was returned for analysis. A visual inspection found moisture in the forward objective lens and the r1 and f3 led windows likely due to glue deterioration around the seal. The observed damage to the returned device is consistent with component failure (expected or random). Therefore, a review and analysis of all available information indicated that the most probable root cause is component (unknown cause). A repair history record was performed and nothing was found to indicate a possible service-related cause for the complaint. Similar complaint trend review was completed, and no past similar complaints for this unit were found in the gcs2 database.

Event description:
It was reported to boston scientific corporation that a fuse c38s slim colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a white halo was visible on the center image. The procedure was completed using the complaint device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no patient injury.". Investigation results revealed that there was moisture in the forward objective lens; therefore, this is now an MDR reportable event.